Event description:
Patient was placed on dialysis and official start time documented as 1245. At 1250, the alarm sounded and patient was assessed. Venous line of duraflow catheter and tubing were disconnected. No injury to patient.